Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient was reported to experience a fall. Technical services (ts) was contacted and reviewed the data available. This crt-p was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.